Event description:
Per received report: the coi stretched during repositioning. Changed another one to complete the procedure.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). No further reports will follow this report.

Manufacturer narrative:
The 2.5mm x 3.3cm micrusphere 10 platinum microcoil was stretched during repositioning. The entire coil was successfully withdrawn from the patient without any breakage or separation and no additional intervention was required to retrieve it. After removal from the patient another device was used to complete the procedure with no patient injury. An adequate continuous flush was maintained and there was no resistance encountered. The coil stretched within the unknown microcatheter during repositioning. The proximal end of the returned coil was stretched. The most likely root cause of coil stretching during repositioning is due to the coil becoming anchored. The coil may become anchored on coils already dwelling inside the aneurysm, on itself, on the distal tip of the microcatheter, or from fixed or detached microcatheter inner lining or blood within the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions "if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It further cautions "if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. Based on the available information and analysis of the returned device a definitive root cause cannot be determined; however, if appears that procedural factors resulting in anchoring of the distal coil during repositioning is a likely contributing factor. Based on the analysis and the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken.